Event description:
It was reported that the device was at end of life prior to implant. The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications were reported as a result of this event.